Event description:
The facility reports the resident was in the sling and being lifted approximately 1.5 feet from the floor. The person operating the lift was moving the resistent away from the wheel chair when the sling gave way and the injury occurred.